Event description:
The complainant has reported that a patient underwent a therapeutic colonoscopy procedure for treatment. The clinician stated that the resolution clip device prematurely deployed inside the sheath. A subsequent device was used, but with the same results. The patient did not sustain any complications or ill effects as a result of the deployment issue. The procedure was completed successfully with another of the same device. Please not associated medwatch report. 6000048-2006-00378.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time.